Event description:
Complainant alleged that during the incoming inspection of the product, the device intermittently powered off and would not power back on. The complainant indicated that there was no pt involvement in the reported failure.